Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: endoprosthesis: improper placement.

Event description:
On (B)(6) 2020, this patient presented urgently with an acute type b aortic dissection with renal failure. Renal artery occlusion was a reported complication of the dissection. On (B)(6) 2020, the patient underwent endovascular treatment for the acute type b aortic dissection and was implanted with gore® tag® conformable thoracic stent graft with active control system. The device was advanced to the target location and successfully deployed, however the uncovered portion of the stent was partially covering the left subclavian artery (lsa). Angiography revealed closure of the entry, however, blood flow to the lsa was almost lost and blood pressure in the left arm could not be confirmed. The coverage of the left subclavian artery will be monitored. The patient tolerated the procedure. The likely cause of the partial coverage of the lsa was thought to have been by the device sleeve. Or; since the dissection was located near the lsa it was suggested that deployment of the device might have moved the intima and covered the left subclavian artery. The physician stated that the lsa was covered, but blood flow to the false lumen was controlled and not seen as a problem.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.